Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event it will be added and a supplemental report will be submitted accordingly. Referenced article: "real-world safety of magnetic resonance imaging after his bundle pacemaker implantation." Heart rhythm case reports 2020. 1¿5. Doi.org/10.1016/j.hrcr.2020.06.019. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the safety of magnetic resonance imaging (MRI) after his bundle pacemaker implantation. The article reports one patient whose left ventricular (lv) lead exhibited a slight increase in capture threshold and impedance. The status/ disposition of the lead appears to be still in use. No patient complications have been reported as a result of this event. Further follow up did not yield any additional information.